Event description:
It is not possible to connect the reamer handle to the adapter without using force. The connection mechanism does not work as it should. This resulted in the extension of surgery time of 60 minutes.